Event description:
The customer reported that the system would not fully boot up and was down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was identified as being faulty. There is no further repair information available at this time.